Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), consumer, and via a manufacturer representative regarding a patient who was receiving compounded baclofen (1000mcg/ml at 125mcg/day) and morphine (3mg/ml at 0.375mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported that the patient started having a cold sweat and feeling nauseous shortly after the pump was refilled on (B)(6) 2018. The patient reported back pain the morning of (B)(6) 2018, so she gave herself a bolus and then started having a decreased level of consciousness and decreased respirations to the point where she was brought to the emergency room (ER) and given narcan. The narcan was effective. The patient was "not happy" that she was given narcan. The patient reported she went to the ER due to an overdose. The pump was physically turned down the night of (B)(6) 2018. The patient alleged that the pump had ran dry and was completely empty and it had been like that for months. When they interrogated the pump, the pump had 9mm of fluid in the pump and when they pulled the medication out they pulled out the correct amount and her pump was never alarming or any issue to report. No environmental, external, or patient factors were reported to have caused this issue. The pump was read and dosage changes were made according to the hcp. The issue was not resolved at the time of the report. The patient was reported as "alive - no injury." There were no further complications reported at this time.